Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in 97 patients, out of a patient group of 289, for endovascular abdominal aortic aneurysm repair. The following adverse events were observed in the patient group: malfunctions: type ib endoleak.